Event description:
It was reported that a spectrum pump "failed downstream" testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream was not reproduced. The device was sent for downstream occlusion testing, and the device passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor being out of specification. Downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.